Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. The run passed the validity and acceptance criteria established. Customer data review: customer result log files were reviewed. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review a lot of specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Event description:
The customer reported 11 discrepant results on the alinity m resp-4-plex amp kit for the sars-cov-2 target. Customer received 11 late positive results and retested them on the genexpert system, where they were reported as negative. Customer then reran them on alinity m sn (serial number) (B)(6) a second time where 4 out of 11 were tested late positive (CT >37). The customer is using the alinity m for routine sample testing but is retesting any sample which is late positive on the genexpert system to confirm the results. All samples were run on (B)(6) 2024. The following 8 samples were reported out of the laboratory as detected but then they were amended and new samples for retest were requested. (B)(6). The customer believes that there is a potential contamination and the other 3 false positive samples were classified as indeterminate and retested on the genexpert. The following 3 false positives were not reported out of the laboratory. (B)(6). The incident did not have an impact on patient management.